Event description:
A malfunction was reported, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. After discovering a malfunction code and ensuring the customer's pump was in warranty, technical support assisted the customer in resetting the pump. However, the issue persisted. Consequently, technical support decided to replace the pump and provided instructions for returning the defective one, ensuring insulin delivery continuity by advising on backup therapy through multiple daily injections (mdi).